Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Please provide the patient's demographic information including weight, bmi at the time of index procedure. Date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What medication was given to the patient? Was any re-suturing performed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal. What is the patient's current status?

Event description:
It was reported that a patient underwent a procedure for an elbow injury on an unknown date and suture was used. Post-op, the patient experienced erythema, inflammation and pain on the wound one day after sewing the wound. The doctor removed the suture and administrated some drugs for treatment. Then the patient's condition improved, and healed later. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What medication was given to the patient? Was any re-suturing performed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? Results? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were there all symptoms resolved after suture removal what is the patient's current status? All answers above are unobtainable. Once there is any update, we will update the information.